Event description:
It was reported that when attempting a second urethral bulking implant, the doctor noted exposed/eroded material from the previous injection. The doctor decided not to remove the material and second injection was performed without any further complications being reported.